Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc). However the output socket unit of the subject device was returned to omsc for evaluation. In the evaluation of omsc, the reported phenomenon such as the focus function error e204 was duplicated when the output socket unit of the subject device had been incorporated into omsc asset's clv-190, and it was found that there was a trace of liquid in the scope connection section of the socket unit. The exact cause of the reported phenomenon could not be conclusively determined, but it might be occurred accidentally by the socket unit, which was broken due to the intrusion of moisture, chemicals, etc. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure using the subject device at the user facility, a focus function error e204 was displayed on the monitor. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.